Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. The crack measures approximately 0.56mm x 2.02mm. There was no material missing as a result. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the monopolar cautery instrument had a broken tip. There was no report of patient involvement or patient injury.